Manufacturer narrative:
The device referred to in this report was returned to olympus for evaluation. The evaluation confirmed that the probe was damaged. A probe check was performed on the device and no anomalies were found. A visual inspection noted that the teflon pad was found to be detached and melted from the jaw exposing bare metal. The proximal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.

Event description:
Olympus was informed that in the middle of an open radical bladder/urethra resection for cancer, the device would not operate as expected during seal and cut activation. It was noted that the intended procedure was completed with another similar device; however, after the procedure, the error log was reviewed on the associated generator and showed that the top jaw of the device was contacting the ultrasonic probe at the back of the jaw, causing the error code observed during the procedure. It was stated that this was due to user error and at no fault of the device. There was no patient injury reported.